Event description:
As reported by the edwards lifesciences affiliate in canada, edwards received notification of an sapien m3 valve in mitral position where during the procedure, the dock repeatedly interacted with the left ventricular (lv) wall, resulting in a large hematoma. The transseptal puncture (tsp) height was 3.3 cm. Guide sheath and dds insertion were uneventful, with c-loop formation and mca confirmed. A quarter turn of the dock was advanced without engaging the septum or crossing the aortic valve, requiring troubleshooting. The first turn was subsequently completed. During the second turn, resistance (loading) was noted, and multiple advancement attempts were made. The sleeve was retracted approximately 1 cm, and the dock was advanced around the mitral annulus (mc), however, the sleeve appeared to impede further advancement, necessitating additional retraction. The dock was ultimately advanced to approximately 2 and a quarter turns; however, continued loading was observed at the mc and along the very posterior transgastric lv wall. After multiple unsuccessful attempts, the dock was withdrawn into the dds, and the mc was re-accessed. During reattempt, resistance was again encountered at the mc on the first turn, with repeated attempts resulting in persistent loading and lack of forward progression. Throughout the procedure, the dock repeatedly interacted with the lv wall. At one point, the catheter tip was visualized within the myocardium; however, full-thickness perforation was not directly observed. Given the repeated interactions, myocardial perforation cannot be ruled out. During discussion of potential case abortion, echocardiography demonstrated the dock positioned within the myocardial wall, followed by development of a large inferoposterior hematoma. As the patient had a prior heart transplant and lacked a standard pericardial sac, no hemodynamic compromise was observed. The procedure was aborted. The patient remained hospitalized for monitoring of the hematoma and is expected to be discharged if stable. No specific intervention was performed for the hematoma. Follow-up imaging showed a reduction in hematoma size (last measured at 16 mm) without significant pericardial effusion. Per medical opinion, the likely root cause of the event was persistent interaction of the dock tip with the lv wall as visualized on echocardiography. However, due to multiple instances of myocardial contact, it cannot be excluded that the device may have traversed the myocardium at some point.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. E1: phone number could not be added (B)(6).